Event description:
It was reported that there was a connection issue between at least two (2) titanium adapters and multiple transfer sets; further described as "the titanium adapter that threads into the transfer set appears to be mis-thread" and "the transfer set would not bite into the threads at all". This occurred during use of the devices for peritoneal dialysis therapy for two (2) patients. The titanium adapters and transfer sets were replaced. There was no report of patient injury ; however the patients were given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred "over this week" of (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.